Event description:
The 5 tips to be used with the extraction tubes were all blocked by a pill size piece of white plastic that blocked the flow out of the extraction tube and caused the buffer and sample to explode when trying to drip it onto the test device. Ref: gccov-502a-h4us. Ref reports: mw5149383, mw5149384, mw5149386, mw5149387.